Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had alarmed battery test failed alarm after inserting a new battery. Customer reported the insulin pump would not turn on and had alarmed weak battery alarms. During troubleshooting, customer mentioned she was hospitalized due to low blood glucose of 25 mg/dl. Customer did not recall of what happened. Customer reported the paramedics found the customer wearing the device but the device was off and with no insulin. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.